Event description:
It was reported that the patient presented to the clinic for a routine follow up. The pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2013.